Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital after receiving high voltage therapy. Upon review, the right ventricular low voltage lead exhibited noise which resulted in inappropriate high voltage therapy. The lead was capped on (B)(6) 2019. During the procedure, the pace sense portion of the already implanted high voltage right ventricular lead was uncapped and connected to the device. The patient was stable throughout.